Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).

Event description:
It was reported that the external pulse generator (epg) would not capture. The clinician connected another epg to the patient and the device was able to capture. However, after swapping the device, the clinician noticed that the patient had ¿heart block¿ and that may have been the issue. The device also had a low battery indication. The biomedical engineer checked the epg on a defibrillator test and it checked okay. Ts emailed the biomedical engineer the device checkout manual and does not recommend testing the epg with a defibrillator test as it may be difficult to test the sensitivity. Ts suggested that the epg be returned for calibration. The status of the device is unknown. No patient complications were reported as a result of this event.